Event description:
The caller reported multiple needs for replacement of their equipment, a size issue, difficulties using the device from a phone, and challenges with cartridge loading due to the hard-to-read measurements and thin sticks. There was no reported impact to the customer's blood glucose level. The customer declined additional follow-up and no further action was required by technical support, which documented and closed the case.